Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost therapy from his dbs system. Diagnostic testing showed multiple high impedance readings. The patient underwent surgical intervention where the extension was replaced with a new one resolving the issue.